Event description:
Information was rec'd that reported a pt was hospitalized due to an incident of diabetic ketoacidosis. Per the pt's parent, the pt began experiencing high blood glucose at 1:30 pm. On 09/06. She bolused insulin via pump to no effect, she also took sub-q injections of lantus and novolo. She was brought to the hospital at 11:30 that night when her blood glucose was approx 500 mg/dl. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.